Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for the reported products identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09582, 0001825034-2018-09583, 0001825034-2018-09584, and 0001825034-2018-09585. Date of birth: unknown date in (B)(6). (B)(4). Medical products: vgxp xp e1 tib brg ll 9x79 catalog#: 195821 lot#: 884580, vgxp xp e1 tib brg lm 9x79 catalog#: 195891 lot#: 823930, vgxp xp inlk pri tib tray 79mm catalog#: 195758 lot#: 511500. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left knee arthroplasty. Subsequently, it was reported that the patient had effusion. No revision procedure was reported.